Event description:
Healthcare professional reported left side "mammary prosthesis is irregular with heterogeneous content, suggestive of intracapsular rupture" and "isolated, benign punctate and round calcifications were found in both breasts" . Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Visual analysis of the photographs identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. -calcification: no observed calcification on the device. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.